Event description:
On (B)(6) 2012, the reporter contacted animas to report that there was an issue with the load step function of the reported pump. The pump was not recognizing the full insulin cartridge, counting 185 and then 173 units in a filled cartridge. There was no damage or trauma to the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the prime history shows large prime volumes. Multiple ezprime operations were performed with no issues. The force sensor calibration was found to be within specifications. There was no defect found with the force sensor circuit. The complaint could not be confirmed or duplicated on investigation.